Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID & dob not provided for reporting. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). 510k not available at this time. (B)(4)- used for: the guide wire was cut-apart by extending an incision site and reaming into the sub-chondral bone. The surgery was completed with a 90-minute delay. Device history records review not available for reporting at this time. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the open reduction internal fixation orif surgery for femoral neck fracture was performed using the lcp-dhs system. During the surgery, the following event was confirmed by the surgeon. He did measuring and then tried reaming, after the guide wire was inserted to the center of femoral head. However, his reaming was not successfully done due to the patient¿s good-quality bone. After several attempts, the guide wire was twisted and cut apart. Finally, the surgeon managed to extract the cut-apart guide wire by extending an incision site and reaming into the subchondral bone. No broken pieces were found left in the body, and the surgery was successfully completed with a 90-minute delay. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part no.: 338.000s, lot no.: l575561: manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 18.sep.2017, expiry date: 01.sep.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 338.000 / l551754 was manufactured in us, (B)(4): release to warehouse date: 30.aug.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome is reported as okay. No other medical intervention was required during the procedure.